Event description:
This is being filed as the third implanted clip (40718u1/08) detached from the posterior mitral valve leaflet and remained attached to the anterior leaflet. During implantation of the clip, tissue damage occurred. It was reported that at the request of the family, a patient with an undesirable pathology underwent a mitraclip procedure. The patient had a large flail in the a1p1 (lateral) segment of the mitral valve and a dilated left ventricle. The leaflets were also fragile. The mitral regurgitation (mr) was degenerative with a grade of 4. Due to the anatomy, large flail and difficult imaging, it was very difficult to grasp the first clip in the a1p1 segment and the second clip (40718u1/03) in the center of the valve. Leaflet assessment was confirmed for both clips and they were deployed. During the placement of the third clip (40718u1/08), it came in contact with the second clip. The third clip was able to grasp the leaflets with difficulty and after leaflet assessment was deployed. Immediately after deployment, it was observed that the second and third clip detached from the posterior leaflet remaining attached to the anterior leaflet. Chord damage also occurred during the implantation of the third clip. The procedure was stopped. Post procedure the patient was stable and the mr grade remained at the preprocedure grade of 4. No additional treatment was planned. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, mitraclip (x2) implanted. The clip remained implanted on the anterior mitral valve leaflet. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There were no reported device issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the patient had undesirable pathology, with a large flail in the a1p1 (lateral) segment of the mitral valve and a dilated left ventricle. The leaflets were fragile, and imaging was reported to be difficult. It was reported that the clip was successfully implanted in the center of the valve and during placement attempts, the clip came into contact with the second clip. In this case, it is likely that difficulties in imaging during the procedure likely contributed to the interaction between the two clips. The patient effect of tissue damage (mitral valve injury), as listed in the mitraclip system electronic instructions for use, is a known possible complication associate with mitraclip procedures. In this case, the unchanged mr was likely a result of the slda of the second and third clip, and appears to be related to procedural conditions. It is possible that the tissue damage observed during implantation of the third clip was a result of the poor visualization, dilated left ventricle, and large a1p1 flail, however this could not be definitively determined. Based on the information reviewed, the reported difficulty grasping the leaflets, contact between the two clips and tissue damage appears to be related to procedural conditions, and not a product quality deficiency. The clip delivery system (40718u1/03) referenced is being filed under a separate medwatch MFR number.